Event description:
It was reported to philips that the "check vent: backup alarm failed" alarm occurred. This event was reported to have occurred during patient use. There was no delay to therapy and no medical intervention was needed. The customer rebooted the device and the issue improved. A philips field service engineer was requested for further device evaluation.

Manufacturer narrative:
Reporter phone number - (B)(6).

Manufacturer narrative:
The cpu pcba was returned to failure investigation for analysis. Visual inspection of the cpu board revealed no evidence of damage or contamination. During testing, the customer¿s complaint was confirmed. It was determined that the piezo buzzer (ls1) was failing intermittently due to the insulation resistance being out of spec at 400.0 kohms.

Manufacturer narrative:
The field service engineer (fse) was unable to duplicate the reported issue. However, 1104- backup alarm failed error code was confirmed in the event log, so the cpu pcba was replaced to prevent a recurrence. Following the evaluation of the device, the fse replaced the cpu pcba to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. The customers' alleged malfunction was confirmed, and it was determined that the root cause was the cpu pcba.